Manufacturer narrative:
This is the 2 of 2 reports.

Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. Another similar device was used to complete the procedure. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The additional information provided by the customer indicated that no anomalies were noted to the catheter prior to use, the device was prepared as per direction for use (dfu), and continuous flush was maintained. While there are several potential causes for the reported issue, since the review and analysis of the available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undetermined was assigned to the as reported issue 'nv - balloon burst/ruptured'. Product available to stryker. Device evaluated by manufacturer? Not available.

Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. Another similar device was used to complete the procedure. There were no clinical consequences reported to the patient.